Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the surgeon wanted replacement drivers. He stated some drivers seemed worn and didn't seem to be holding the screw very well. No adverse events were reported, however it was indicated the type of procedure performed was a removal and refusion. No removal of zimmer biomet parts were indicated. Attempts for additional information were made, however no information has been provided at this time.